Manufacturer narrative:
To date the intraocular lens (iol) remains implanted; therefore product testing could not be performed. Manufacturing records reviews: since the serial number is unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use, (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received on the (B)(6) 2016 and the surgeon commented that the first suspicious moments in relation to the cloudiness of the tecnis zcb00 lens were not confirmed. He reported that under the microscope, and looking at the pictures of the implant, it indeed looked like the optical centre of the lens was clouded. However after examination under the slit lamp, this could not be confirmed. He commented that it was probably an older amount of healon, that was locked in the posterior of the capsular bag complex that had clouded it and a yag capsulotomy would probably be sufficient to improve the findings. Subsequently a yag capsulotomy was performed and the milky substance behind the lens was removed. No further information provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported cloudiness of the optic for a model zcb00 intraocular lens (iol). No further information provided.